Manufacturer narrative:
Initial reporter phone#: (B)(6). Customer confirms sample is not available and that we can investigate the batch to close the complaint. DHR review was performed on the lot number 7089508. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Review disclosed that one unit with damaged grip (non-activation) was found during the pco sampling for which qn (B)(4) was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Visual analysis-observations and testing: observations and testing could not be performed because units were not received for investigation. Investigation samples(s) meet manufacturing specifications: unknown; (units were not received for evaluation and testing) conclusions: the defect needle retraction failure, as stated as the reported code could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a malfunction with the needle retraction when using the device. There was no report of injury or medical intervention.